Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a vtach alarm failed to audibly alarm, but was visually seen for bed acs2 on (B)(6) 2017 at 18:48. The customer confirmed that there was no patient incident.

Manufacturer narrative:
Serial # not provided.

Event description:
The customer reported that a vtach alarm failed to audibly alarm, but was visually seen for bed acs2 on (B)(6) 17 at 18:48. The field cs confirmed that there was no patient incident.